Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a second revision surgery took place, due to pain and instability. During the revision dense metallosis was noted as well as a loose femoral component and poly wear. The stem and femur were also disassociated. No complications were noted. This complaint can be confirmed due to medical records confirming a loose femoral component, poly wear and metallosis. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty on unknown date with unknown product. A first revision was performed for unknown reasons, on an unknown date, with first known zb components placed. A second revision, for unknown reasons on an unknown date was performed with revision of hinge knee component. No additional information available at this time.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent revision due to pain and instability. During the revision dense metallosis was noted as well as a loose femoral component and poly wear. A previous revision at an unknown date had occurred.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1, b3, b4, b5, b7, d1, d10, e1, g3, g6, h1, h2, h6, h11 suggested code (annex g)- mechanical (g04) - femur d2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products unk knee tibial lot# unk unk knee bearing lot# unk unk knee stem lot# unk.